Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves demonstrated a decrease of the p/r amplitude from approx. 7mv down to approx. 2 mv between the implantation in (B)(6) 2016 and the lead revision in (B)(6) 2016. One of the provided x-ray images showed the lead under complaint at the implant date with moderate slack and an extended fixation helix. The second available x-ray image demonstrated the lead one month later without any slack, the fixation helix appeared still extended. However, in spite of the provided data and diagnostic images, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 1 month increased thresholds were reported. The lead was successful repositioned. The lead is currently still active and implanted. No adverse patient side effects have been reported.